Event description:
It was reported that insulation break was observed during a routine follow-up. Lead remains implanted. Patient will be monitored via routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.